Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced low blood glucose level. The customer misoperated and injected insulin, which was not found in time, resulting in hypoglycemia, with blood glucose value of 1,7 mmol/l. The customer handled hypoglycemia by himself and did not seek medical advice. The device will be returned for analysis.